Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1jgf0, implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a manufacturing representative tried to fit but one lead attached didn't work and left one lead in but the device didn't work. The patient stated that the por wasn't resolved yet. The patient reported that on (B)(6) 2017 the device needed to be reprogrammed. The patient also reported on (B)(6) 2018, the device didn't work, only one wire, and the other wires were tried. The patient believed she turned it off before surgery but she couldn't get the device to work and programmed to working, were to work, although the device didn't work yet. The health care professional (hcp)reported that on (B)(6) 2018 the device was interrogated, all programs were wiped out of the ins. The hcp stated there were high impedances on all lead contacts. The hcp also noted that the por was not resolved but the patient was planning a revision. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the high impedance and the lead issues were not determined but they occurred from the cardioversion, although, the patient stated that she turned off her ins prior to the cardioversion. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went into atrial fibulation and they turned her ins off. The patient stated that she had electro cardioversion and was now seeing the power on reset (por) on the patient programmer. The patient confirmed the a-fib is not related to the ins. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.